Event description:
It was reported that the pump did not alert customer of a high blood glucose level. The customer's blood glucose level was 355 mg/dl with 0.8 mmol/l ketones. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: a3.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, high / low blood glucose alerts were observed; however, distributor was not sure why the alerts were not acknowledged by the customer. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.